Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician noted there was a superficial tear in the esophageal-gastric (eg) junction with bleeding. During the ercp the user experienced blurry image while in the patient¿s stomach. The doctor noted that the patient had remnant food debris in the stomach and esophagus and believes that the blurry image was caused by the food. Upon withdrawal of the duodenoscope from the patient they noticed that the distal end cover (cap) was missing. The distal end cover was retrieved after the ercp was completed with the new distal end cover. The lost distal end cover was found at the edge of the bite block in the patient¿s mouth. The doctor felt that the distal end cover ¿retreated¿ to the patient¿s mouth alongside the scope as it was being withdrawn but it was not clear if they had visual observation of the distal end cap at some other point within the patient or if this was just an assumption. The ercp was completed with the same duodenovideoscope. The doctor was not sure what caused the cap to come off, as he did not sense any substantial resistance, or noticeable event during insertion of the duodenovideoscope or maneuvering of the duodenovideoscope during the procedure. Olympus was further informed that it was noted by the nurse who assisted in the procedure that the cap was inspected prior to the procedure and confirmed to be properly attached without any tear, and it was in proper position. An additional endoscope (gif-h190 gastroscope) was used for the treatment of the tear with thermotherapy using a bipolar gold probe. The cap will not be returned for evaluation as it was discarded by the facility. The patient's current condition is described as: discharged in stable condition. This report is related to patient identifier (B)(6), which was reported under MFR. Report number 8010047-2021-04466.